Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with pangea construct at levels t10-l5 on an unknown date. The patient was returned to the operating room (or) on (B)(6) 2014 for revision surgery. Reportedly the surgeon revised the decompression and fusion procedure at levels t10-l5 to extend the construct to additional levels above and below the pangea construct due to adjacent level disc disease. During the revision surgery, in the process of removing one of the transconnectors in the construct, the screwdriver broke off into the transconnector screw head. There were no fragments to retrieve the tip of the screwdriver remained in the transconnector screw head. The surgeon removed all hardware using a compatible screwdriver and revised the patient to competitor¿s system. There was a two minute delay in surgery. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: half of the transconnector was returned. The recess of the set screw was worn and had scratches but the broken piece of the driver was not found in the set screw. One long 2.5mm hexagonal screwdriver (part 388.395 lot 5194180) and one titanium low profile transconnector (part 04.620.204 lot unknown) were returned for the screwdriver reportedly breaking in the set screw of the transconnector during removal. The transconnector and driver are included in the universal spine systems (uss) and pangea spine systems. The transconnector is used as a construct stabilizer to reduce rotation and the hexagonal screwdriver is used to secure the transconnectors to rods by tightening the set screws on each end. Product drawings were reviewed during the investigation. The driver is made from hardened and tempered 440a/b and the set screw of the transconnector is made from ti-6al-7nb, both of which are adequate for their respective uses. Mechanical testing has shown that the hexagonal screwdriver is able to withstand 5.65 +/- .111nm torque and is sufficient for tightening the set screws of transconnectors. The complaint condition could be a result of excessive force being applied to the driver or material fatigue due to repeated loading and unloading. The design of the driver and transconnector are deemed adequate. Review of the product drawings found the design of the driver and transconnector adequate. The complaint condition could be a result of excessive force or material fatigue. The complaint is confirmed as the driver was returned broken at the distal tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.